Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The repair was completed by replacing the sample block. The instrument passed all specification tests after the sample block was replaced. This device is used to obtain results for a diagnosis. Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures and on use of the analyzer.

Event description:
A customer reported a heater block issue on the instrument applied biosystems 7500 fast dx (catalog no. 4406985) with serial no. (B)(4), resulting in incorrect results from an assay run. No pt involvement reported. (B)(4).